Event description:
It was reported that during an initial hip arthroplasty, the screw covers were stripped and couldn't be removed from the cup. Another cup was used to complete the procedure. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections were updated: b4, b5, d4, g3, h1, h2, h3, h4, h6, h10 visual examination of the returned product identified the hex of the screw cap had been stripped and the screw could not be removed. Complaint sample was evaluated and the reported event was confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.